Manufacturer narrative:
(B)(4). Manufacturing date is feb 2011. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.